Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6fr. Device. When deploying the device the posterior needle missed the barrel. Needle back down was attempted. The needles retracted into the sheath but the tips remained exposed and the device could not be removed. The cardiologist redeployed the device. The posterior needle missed the barrel, the anterior needle presented at the hub. The cardiologist removed the anterior needle and inserted hemostats through the dermatotomy to extract the posterior needle. The device was removed and the sheath appeared to be deformed from the deployment. Closure was achieved using manual compression. The pt recovered without incident.